Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal right coronary artery. The 2.25x12 mm xience nano stent delivery system (sds) was advanced into the guiding catheter; however, resistance was met with the guiding catheter. The sds did not exit the guiding catheter and the distal shaft of the sds separated. The separated shaft was easily removed from the guiding catheter without any adverse patient effects. A new xience v of the same size was used to complete the procedure successfully. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.